Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is combined initial and final report.

Event description:
An explanted device was received for investigation. No further information has been received.